Manufacturer narrative:
Concomitant medical products: 3 boston scientific interlock coils (1x [12mm x 30mm], 1x [10mm x 30cm], 1x [12mm x 30cm]), terumo selecon mp catheter (6fr balloon), boston scientific renegade microcatheter (3fr). PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The below report of device migration was described in literature. The citation for the article is as follows: yamasaki, wataru, hideaki kakizawa, masaki ishikawa, et al. ¿migration to the pulmonary artery of nine metallic coils placed in the internal iliac vein for treatment of giant rectal varices.¿ acta radiologica short reports 1.22 (2012). N.p. It was stated in the article that a 64 year old man with liver cirrhosis, advanced hepatocellular carcinoma (hcc), and adrenal metastasis underwent an embolization procedure to reduce giant rectal varices due to portal hypertension. Six cook nester platinum embolization coils and three interlock detachable coils were used to embolize the left internal iliac vein. Flow was reduced in the rectal varices, but additional intervention, including the embolization of the internal mesenteric vein with additional nester coils, was necessary for the complete obliteration of the rectal varices. A CT scan five days following the procedure confirmed complete obliteration of the rectal varices, but all nine of the initial coils placed in the left internal iliac vein had migrated into a lower branch of the right pulmonary artery. There were no respiratory symptoms and additional procedures were inadvisable. The patient was discharged ten days after the initial procedures. Three months later a CT scan revealed progression of the intrahepatic hcc, enlargement of the adrenal metastasis, and newly developed lung metastasis. The patient expired 5 months after the initial procedure due to the hcc. As reported, the patient did not experience adverse effects or undergo additional procedures due to the migration of the coils.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation evaluation . A review of the complaint instructions for use (IFU), quality control and specifications of the device was conducted during the investigation. The device rpn and lot information was not provided, so a device history record review could not be completed. As such, there is no evidence to suggest that there is nonconforming product from the same lot in house or in the field. The instructions for use(IFU) states, ¿a minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel.¿ no additional evaluation of the device was able to be performed since the device was not returned. Without visual, dimensional, and/or functional testing of the product, we are unable to determine if this complaint was driven by a procedural or device related cause. Based on the information provided and the results of our investigation, a definitive root cause could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been added to the description of the event since the previous medwatch report.